Event description:
1.4 french footprint PICC placed using introducer. Line was inserted, when the introducer was broken to be removed from the line, only one half of the introducer came off of the line. The remaining half of the introducer became stuck and was unable to be removed from the PICC itself and could be slid easily up and down the line. Another provider was called to the bedside, where she used the forceps to pick at the plastic of the introducer to loosen it and ultimately was able to remove it from the PICC line. Lot # 191518; 1.4fr PICC introducer; footprint brand.